Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton sides are ripping and being left inside me- vagina [foreign body in reproductive tract] tampons rip..cotton sides are ripping [device breakage] tampons rip are your pulling them out...cotton sides are ripping and being left inside me when I remove the tampons [complication of device removal] case narrative: consumer reported via e-mail that the tampons rip during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton sides are ripping and being left inside me- vagina [foreign body in reproductive tract] tampons rip.cotton sides are ripping [device breakage] tampons rip are your pulling them out...cotton sides are ripping and being left inside me when I remove the tampons [complication of device removal] case narrative: consumer reported via e-mail that the tampons rip during removal. No serious injury reported.